Event description:
A report was received that the patient was experiencing loss of stimulation. The patient had non-device related accident. Impedance check revealed lead fracture. The patient underwent a revision wherein the ipg and leads were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial/lot #: (B)(4), description: scs 70cm iii lead; model #: sc-1110, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were kept by the medical facility.